Event description:
Information was received indicating that a smiths medical medfusion pump exhibited force sensor. No adverse effects were reported.

Manufacturer narrative:
One medfusion 4000 pump was returned for the evaluation of the reported issue. It was received with no appearance of any physical damages. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of "force sensor" and "force sensor bridge" test. To further investigate, a power up test was performed. The customer's issue was not duplicated. All the reading of force sensor were within the required spec. Customer manipulated the pump during its self-test, and by entering the biomed code 2580, customer was able to clear the force sensor test error. It was determined to be user error. The force sensor was replaced for preventative measures. Device passed all functional testing during maintenance check.